Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
The patient came into the ER after receiving 8 shocks on (B)(6) 2016 at 4:30 a.m. After reviewing the iegm's, the conclusion was made that shocks were inappropriate due to noise. After further review of histograms, the rv lead impedance fell below 200ohms on (B)(6) 2016 due to clavicle crush. It was explanted and replaced.